Event description:
The pt was being fed using a pump through a gastrostomy tube. The pump was set to deliver 44 ml/hr and a dose of 516 ml. 248 ml had been delivered when the pt's mother clamped the tube to move the pt, but forgot to unclamp it when the pump was restarted. The pump did not alarm "no flow" as it should have. This was not discovered until the following morning when the pt's mother found that no more feeding solution had been delivered. The pt requires continuous overnight feeding due to glycogen storage deficiency. There was no illness, injury or medical intervention resulting from the event.